Manufacturer narrative:
G4:30mar2021. B4:31mar2021. Parts were received and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 25jun2020. B4: 26jun2020. There was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15may2020.

Event description:
It was reported that the navigation ring does not work. It is unknown if the unit was in use of a patient when the reported event occurred. Clarification was requested. The manufacturer's international service technician advised to replace the front bezel which includes the navigation ring. The front bezel which includes the navigation ring was replaced and the issue resolved.

Manufacturer narrative:
G4: 15sep2020. B4: 18sep2020. The determination could be made that the device failed to meet specifications, it was determined that navigation ring failed was due to the liquid ingress. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.